Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified liquid flowed out from the bottom of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. Further described as burst. This issue was identified prior to treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between may 01, 2019 to may 03, 2019. H10: the device was received for evaluation. A visual inspection was done which observed a tear in the back middle left side of the bag. Functional testing was performed which revealed a leak from the same area and dripping down to the bottom of the bag. Upon visual inspection with magnification, a tear/hole at the middle area of the left side in back of the bag was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.